Event description:
Procedure performed: standard lap chole . The clip did not close properly. The surgeon used force to close it. The surgeon has used the applied clip applier previously. Limited information was available at the time of reporting. It was unknown if this was the first clip applied. The location of the improper clip closure was unknown. It was unknown if the clip was fully loaded into the jaws upon actuation. It was unknown how the case was completed. It was unknown if the surgeon squeezed plastic to plastic. Additional information was received via email on 31oct2018 from applied medical account manager. Information received from scrub tech: there is a picture of the malfunction, which is the same complaint from multiple surgeons. The clip does not clip securely to the tissue nor does the clip close at the tip, and clips fall out of the applier. Another response from the or: from what I know... The clips are not closing completely leaving an area at the back of the clip not sealed. Patient status: no patient injury occurred as a result of the event.

Manufacturer narrative:
Investigation: the event unit was returned to applied medical for evaluation, along with a photo of a clip from the procedure. Testing was performed on the event unit. The complainant¿s experience could not be replicated, as the event unit met current specifications and there were no visible non-conformances. However, the clip seen in the returned photo confirmed the complainant¿s experience. Based on the condition of the returned unit it is likely that the reported event was caused by the user¿s clip application technique. The instructions for use (IFU) instructs the user to "fully compress the trigger against the handle to ensure complete clip formation" and "ensure the clip is secure and completely positioned around the tissue being ligated". Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: standard lap chole. The clip did not close properly. The surgeon used force to close it. The surgeon has used the applied clip applier previously. Limited information was available at the time of reporting. It was unknown if this was the first clip applied. The location of the improper clip closure was unknown. It was unknown if the clip was fully loaded into the jaws upon actuation. It was unknown how the case was completed. It was unknown if the surgeon squeezed plastic to plastic. Additional information was received via email on 31oct2018 from applied medical account manager. Information received from scrub tech: there is a picture of the malfunction, which is the same complaint from multiple surgeons. The clip does not clip securely to the tissue nor does the clip close at the tip, and clips fall out of the applier. Another response from the or: from what I know... The clips are not closing completely leaving an area at the back of the clip not sealed. Patient status: no patient injury occurred as a result of the event.